Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left lower lobectomy, the reload was able to fire, however the reload and anvil bounced off and staples could not be formed.. Another reload was used to complete the case. There was no patient injury.